Event description:
The event occurred on an unspecified date and involved a 7¿(18cm) appx 0.24ml, smallbore pressure infusion IV ext set w/microclavetm clear, purple clamp, rotating luer. The customer stated the neonatal intensive care unit (nicu) uses the icmc33150 extension on their peripherally inserted central catheters (PICC 1.2fr l-cath argon). The nicu has had problems with the membrane of the microclave that is attached to the extension accumulating fluid such as total parenteral nutrition (tpn). As the microclave is merged into this extension, they must change the entire extension and jeopardize their PICC. When using tpn, the fluid leaks from the inner pathway and goes into the clear housing which makes it impossible to rinse. This extension is also connected to the ICU medical nicu extension such as mc330507, mc330506, mc330505. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
A couple of photos were shared by the customer, where an unknown white solution is observed inside the shuntless microclave, the set is connected with an unknown extension set. However, no external leaks are observed only the unknown white solution inside the shuntless microclave. The complaint of leaks can be confirmed based on the photo where an unknown white solution is observed inside the shuntless microclave. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device lot history review couldn't be performed due to lot number for this complaint was unknown.